Event description:
I was implanted with essure in 2010. Since 2014, I started having severe pain on my left side where the left side coil was. Stabbing pain and light bleeding would occur. I started suffering from incontinence. My periods became irregular, missing months at a time. When I did have a period, it was extremely heavy. Bloating was an issue. Palm sized blood clots. Ended up in hospital in (B)(6) 2016 for blood loss. Had a hysterectomy in (B)(6) 2017.